Event description:
It was reported that the patient received 20 inappropriate shocks, there was oversensing, noise, and an acute increase in impedance to 2784 ohms. The lead was capped. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received 20 inappropriate shocks, there was oversensing, noise, and an acute increase in impedance to 2784 ohms. The lead was capped. No further patient complications have been reported as a result of this event. Additional information was received from an attorney reporting that the lead was fractured, and the patient suffered 'physical and emotional injuries'. Additional information has been requested, but has not been received.

Manufacturer narrative:
It reported that the patient received 20 inappropriate shocks, there was oversensing, noise, and an acute increase in impedance to 2784 ohms. The lead was capped. No further patient complications have been reported as a result of this event. Additional information was received from an attorney reporting that the lead was fractured, and the patient suffered 'physical and emotional injuries'. Additional information has been requested, but has not been received. No conclusion can be drawn impedance, high interference lead(s), fracture of oversensing shock, inappropriate.